Event description:
It was reported that the patient needed to trouble shoot: unit passed water, and wicks did as well- went over wick placement tips and will follow up. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue. Per additional information received via email on 25sep2025, my mother was given medication for uti but afterwards the purewick refills are still having a purple color not sure why she¿s getting plenty of water still the urine is a darker color.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive, due to a lack of information. It is unknown if the device met relevant specifications. The product was used for treatment purposes. It is unknown if the device caused the reported failure. Visual evaluation of the returned sample noticed 5 photos of a purewick collection system. The photos included a photo of the collection canister with urine, a photo of the connection between the elbow connector, the canister lid and collection tubing, and 3 photos of the collection canister with residue on the bottom and condensation. Unable to determine the lot number or functionality of the system without a physical sample. A potential root cause includes inadequate material selection/materials of construction are not biocompatible/material surface is rough, abrasive or uncomfortable. The labeling is found to be adequate as it states: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned". Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient needed to trouble shoot: unit passed water, and wicks did as well- went over wick placement tips and will follow up. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue. Per additional information received via email on 25sep2025, my mother was given medication for uti but afterwards the purewick refills are still having a purple color not sure why she¿s getting plenty of water still the urine is a darker color.